Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The investigation into the pulse test failure is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. (B)(4). No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, download data from monitor sn (B)(4) revealed that the monitor failed a pulse test.

Event description:
A review of service data detected a reportable problem. During servicing, download data from monitor sn (B)(4) revealed that the monitor failed a pulse test.